Event description:
It was reported that two syringe 3ml ll w/ndl 25x5/8 rb experienced difficulty connecting to the mating component. The following information was provided by the initial reporter: material no. 309570 batch no. 8330733. Fw: syringe issues exp date 2023-10-31 has 3 syringes from recent box. One of the sterile packages was empty on two of them the blue plastic between the syringe and needle is twisted, almost to the point that the needle is falling off on one of the two that were twisted.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe 3ml ll w/ndl 25x5/8 rb experienced difficulty connecting to the mating component. The following information was provided by the initial reporter: material no. 309570, batch no. 8330733. Fw: syringe issues exp date 2023-10-31 has 3 syringes from recent box. One of the sterile packages was empty. On two of them the blue plastic between the syringe and needle is twisted, almost to the point that the needle is falling off on one of the two that were twisted.